Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was not providing capture in the right ventricle (rv) in unipolar mode. The ipg was capturing the rv in bipolar mode with high thresholds. The device remains in use. No patient complications have been reported as a result of this event.